Event description:
It was reported that the patient was experiencing pain at the ipg site from the time that the ipg was implanted. Surgical intervention was undertaken on (B)(6) 2023 in which a new ipg pocket was created to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.